Event description:
The device was used during a laparoscopic procedure. Reportedly, when the device was removed, the nurse noted that the trocar was very hot. The trocar was removed and a red ring/burn mark was noted. The surgeon excised the burnt tissue and sutured the wound closed. The device will not be returned.